Event description:
It was reported that patient had their implantable neurostimulator and lead explanted on 2013 (B)(6) due to severe stomach pain. It was reported the health care provider thought the paddle was compressing the spinal cord due to the patient¿s stenosis. Patient outcome is unknown.

Manufacturer narrative:
Product ID 39286-65 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740 serial# (B)(4); product type programmer, patient product ID 97754 serial# (B)(4); product type recharger product ID 39565-65 serial# (B)(4); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a huge herniation where the lead was implanted. When the patient woke up from surgery, they experienced extreme pain down their right appendix area. Revision surgery was performed to replace the paddle leads with regular leads. The pain went away immediately.